Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; h2; h6; h10. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a knee revision surgery due to a distal femur fracture sustained after a fall. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; h2; h6; h10. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). Medical product: unknown nexgen tibial component: catalog#ni, lot#ni; unknown nexgen articular surface: catalog#ni, lot#ni. Report source: foreign: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-03259; 0001822565-2021-03260. Customer has indicated that product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a knee revision surgery for unknown reasons. Attempts have been made and no additional information has been provided.